Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
Ent was performing his first percutaneous tracheostomy, which took place in the ICU. The bronchoscopist said she had done percutaneous tracheostomies in the past and was familiar with the procedure. During the procedure, the shiley perc 6 tube did not advance properly into the trachea following tracheal dilatation. The ent was able to force the trach tube through the stoma. However, it was not advanced all the way into the trachea but possibly into the subcutaneous tissue. The patient's oxygenation levels began to desaturate very quickly. The doctor tried to ventilate the patient through the trach tube, but because the trach tube was not in the trachea, the patient's oxygen levels continued to desaturate. The patient had been extubated at some point during the procedure, and the bronchoscopist was able to reintubate the patient with another et tube using a laryngoscope. The patient was ventilated through the et tube, and the patient's oxygenation levels returned to normal. The ent was able to insert the trach tube into the trachea, using his fingers. The patient was then ventilated through the trach tube. Following the procedure, the cook sales rep talked to the ent who felt it was not a product failure. Reviewing the procedure together, the ent felt he did not advance the whole catheter assembly into the trachea, which led to the trach tube not being inserted into the trachea. The physician said he would try the product again. The cook sales representative spoke with the ent, and the patient suffered from subcutaneous emphysema and a pneumothorax following the percutaneous tracheostomy procedure and had to be taken to the operating room to have a chest tube placed. The ent explored the trachea while in the operating room, and there was not significant tracheal damage. The trach tube was dislodged, and the ent inserted a new trach tube. The patient's condition has improved today.